Event description:
Caller reported receiving low readings from the pcx meter. In blood glucose tests, lab readings of 383, 686, 436, and 1700 mg/dl were received compared to meter readings of 282, 325, 295, and 337 mg/dl respectively within 5-15 minutes apart. The patient was pumped with fluids, given 4 IV's, 2 which were antibiotics for an infection.